Event description:
(1/2 reference (B)(6) for related complaints)(document pump (B)(4)) it was reported that the cadd having residual volume of about 200 ml (20%). The port flushed easily and was positive for blood return. The patient did not hear any beeping overnight. When connecting the next ordered cadds, the bifurcated extension was removed and each cadd was connected to its own lumen. No injury. Cadd pump: (B)(4); cadd tubing lot #: 4248632.